Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. Upon evaluation several of the pins on the trunk cable connector were bent, preventing the electrode belt from connecting to a monitor. The root cause for the bent pins could not be positively identified but was likely excessive force. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient contacted zoll customer support to report that the electrode belt had a damaged connector. The patient was issued a replacement electrode belt.